Manufacturer narrative:
Concomitant products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 01-jun-2012, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 01-sep-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 3000mcg/ml at 1500mcg/day, bupivacaine 30mg/ml at 17.5mg/day and clonidine 600mcg/ml at 350mcg/day via an implantable pump. It was reported that the patient was having a replacement of their scs system from a different manufacturer and when they were removing tissue from lower lumbar lead, the catheter was displaced and cut. The patient did exhibit some mild withdrawal symptoms and the physician provided the patient with oral prescriptions. The environmental, external or patient factors that may have led or contributed to the issue was that it occurred during a separate procedure by the physician when he was removing tissue around a lead and the catheter became dislodged. The diagnostics and troubleshooting performed was the physician notified the company representative and stated what occurred with plans to replace the intrathecal catheter the next day. The catheter was replaced, and the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.